Event description:
Per maude report received: guide wire became entrapped by a stent strut and distal end of wire broke off as wire was being removed from the patient's body during a cardiac catheterization.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The guide wire fragment remains in the vessel; the device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4) - failure to follow steps/instructions. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported from this lot. It should be noted the hi torque guide wire instructions for use (IFU) states: consider that if a secondary wire is placed in a bifurcation branch, this wire may need to be retracted prior to stent deployment because there is additional risk that the secondary wire may become entrapped between the vessel wall and the stent. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during an interventional procedure of the left anterior descending (lad) a guide wire was placed in the lad and the balance middleweight universal (bmwu) was placed to protect the diagonal artery (d1). It was noted that the lad was stented but the bmwu was pinned by the stent and during the attempt to remove the guide wire it separated; a fragment remains in the vessel. Additionally, on (B)(6) 2014 an attempt was made to snare the guide wire fragment and a vessel perforation occurred. Pericardiocentesis was performed and the patient was reported in stable condition. Subsequent information received noted the patient was discharged (B)(6) 2014; however, the patient returned to the hospital that same day with new onset of a-fib, and st elevated myocardial infarction (stemi). Angiography in the cath lab suite indicated that d1 was completely closed. The patient had cardioversion, thrombectomy and stenting to the lad. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4).